Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1cc bd safetyglide insulin syringe without any packaging. Customer states that the plunger was distorted and deformed. The returned syringe was examined and exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch# 8087999. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200757268] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA 122939 has been opened to address this issue. Visual inspection of the syringe found the stopper sideways in the barrel. The stopper was removed and the presence of silicone was found. There was no damage to the plunger rod tip. There was maintenance dispatch #21522 for crooked plungers on the main dial causing machine jb to stop frequently. Probable root cause for the damage to the stopper is from a misalignment during assembly on hill machine jb. The air jet was replaced to correct the misalignment.

Event description:
It was reported that the bd safetyglide¿ insulin syringe with attached needle plunger was found damaged before use and was unable to be used. The following information was provided by the initial reporter: "the plunger was distorted and deformation, can't use normally."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ insulin syringe with attached needle plunger was found damaged before use and was unable to be used. The following information was provided by the initial reporter: "the plunger was distorted and deformation, can't use normally."